Event description:
It was reported that the patient underwent a cervical procedure with anterior fixation at c3-c5. The right sided caudal screw at c5 backed out approximately six weeks post op. The revision surgery was performed approximately 6 weeks post op to replace both screws at c5. The removal procedure reportedly was difficult due to the scar tissue and the large neck of the patient. One day after the revision surgery, the patient was reportedly having trouble breathing. The patient had an emergency tracheostomy and was coded twice. The wound was explored and a pharyngeal tear was noted and repaired. The patient had been staying in the ICU in a barbiturate induced coma for four days and expired due to airway complications. It was reported that the pharyngeal tear probably resulted from the dissection or retraction during the revision surgery.

Manufacturer narrative:
Patient expired due to airway complications associated with the surgical procedure. Although the death was not directly caused by the back out of the screw, we are filing this MDR for notification purposes. See scanned pages.